Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 384 mg/dl with small ketones. The customer administered boluses via syringe and the pump, as well as changed the cartridge and site and bg level was still reported to be elevated. At the time of the call, the customer's bg level was 270 mg/dl. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. A recommendation was made for the customer to change the site.